Event description:
A turnpike catheter was used in a patient procedure. The cardiologist was trying to advance turnpike catheter over a guidewire through a non-dilatable calcified lesion in order to switch to a rotawire through the microcatheter. The cardiologist tried to turn it clockwise and counter clockwise to advance the catheter further in the lad with no success. While the tip of the catheter was at the lesion, the rotawire did not exit the microcatheter and when pulling gently backwards the tip of the turnpike catheter was noticed to be separated. The separated tip occluded the lad causing symptoms and the need for a coronary artery bypass operation.